Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Tse visited the site and replaced the vio integrated electrosurgical generator unit (iesu) due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found system logs did not directly confirm the issue, multiple relevant errors were logged. Failure analysis was able to replicate the problem, with m-0b errors occurring during monopolar 2/port 4 use. Other monopolar and bipolar functions worked after reseating and cleaning. The complaint was confirmed based on the field evaluation. The probable root cause in this case can be attributed to the faulty iesu and this issue.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error m-0b occurred on integrated electrosurgical generator unit (iesu), and the grounding pad was not recognized. The customer used a new grounding pad, reseated the grounding pad on the patient and made sure the connector was seated properly on the iesu. After that, the customer performed a hard power cycle on the iesu; however, the issue persisted. The procedure was completing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the iesu could not be used during the procedure. The customer used a handheld bovie with an attached l-hook for cautery.